Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a bluetooth malfunction. No intervention was reported. There were no patient consequences.

Event description:
New information received indicates that the device exhibited excessive bluetooth and was again unable to pair. There were no patient consequences.

Event description:
New information received indicates that the bluetooth telemetry was restored successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Review of the data provided indicated that a memory corruption occurred, resulting in the loss of ble telemetry.